Event description:
It was reported that post a stenting treatment procedure, an in-stent thrombosis occurred. A 2.25x20mm taxus liberte atom was deployed in an unknown vessel. The following day, the patient returned to the hospital. The physician identified an in-stent thrombosis. It is unknown what treatment was provided. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).